Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's previously administered products included for an unreported indication: birth control from 1986 to 1997. Concomitant products included piroxicam (paxil) since 2003 and venlafaxine hydrochloride (efexor) since 2003 for depression and anxiety and miconazole nitrate (monistat) for yeast infection. In (B)(6) 2002, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In (B)(6) 2006, the patient experienced mood swings ("hormonal changes / hormonal changes describe: mood swings"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infections / infection (bladder/urinary tract/vaginal) type: yeast"), menstrual disorder ("menstruation issues") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2009. At the time of the report, the pelvic pain, vulvovaginal mycotic infection, menstrual disorder, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, abdominal pain lower, depression, anxiety and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepant information in date of insertion- (B)(6) 2006. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received : event abdominal pain added. Severity and event outcome of abnormal bleeding (vaginal), menorrhagia / abnormal bleeding (menorrhagia), severe pelvic pain, mental anguish and depression updated. Concomitant product added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2002, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's previously administered products included for an unreported indication: birth control from 1986 to 1997. Concomitant products included miconazole nitrate (monistat) for yeast infection as well as venlafaxine (efexor) since 1997. In (B)(6) 2002, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2006, the patient experienced mood swings ("hormonal changes / hormonal changes describe: mood swings"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infections / infection (bladder/urinary tract/vaginal) type: yeast"), menstrual disorder ("menstruation issues") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2009. At the time of the report, the pelvic pain, vulvovaginal mycotic infection, menstrual disorder, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue and abdominal pain lower had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepant information in date of insertion- (B)(6) 2006. Most recent follow-up information incorporated above includes: on 10-sep-2018: plaintiff fact sheet was received. Events added from pfs- mental anguish, depression and events- infection (bladder/urinary tract/ vaginal) type: yeast & hormonal changes describe: mood swings were updated. Reporter information, event onset date were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's previously administered products included for an unreported indication: birth control from 1986 to 1997. Concomitant products included piroxicam (paxil) since 2003 and venlafaxine hydrochloride (efexor) since 2003 for depression and anxiety and miconazole nitrate (monistat) for yeast infection. In (B)(6) 2002, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In (B)(6) 2006, the patient experienced mood swings ("hormonal changes / hormonal changes describe: mood swings"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infections / infection (bladder/urinary tract/vaginal) type: yeast"), menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2009. At the time of the report, the pelvic pain, vulvovaginal mycotic infection, menstrual disorder, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, abdominal pain lower, depression, anxiety, abdominal pain and genital haemorrhage had resolved and the urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepant information in date of insertion- (B)(6) 2006 patient received treatment for pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: gen. Abnormal bleeding, uti. Event outcome were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". Concomitant products included venlafaxine (efexor). In (B)(6) 2002, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2009. At the time of the report, the pelvic pain, infection, menstrual disorder, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information in date of insertion- (B)(6) 2006. Most recent follow-up information incorporated above includes: on 9-jun-2018: pfs and medical record received: reporter information, patient details, other relevant history, product information, concomitant drug, events- hormonal changes, abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, lower abdominal pain, essure confirmation test(s) conducted: no were added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.